Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was twiddling which caused ineffective stimulation, lead migration, and the ipg flipping in the pocket. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced and the ipg was sutured down in the existing pocket to address the issue. Therapy was restored post procedure.